Manufacturer narrative:
The review of the transmitter alert history in dms showed that the ec30 (led disconnect error alert) was first triggered (B)(6) 2023, day 58 after insertion. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor. B4. Date of this report 25 september 2024. D9 device available for evaluation? Yes on 09/29/2023. G3. Date received by the manufacturer? 20 feb 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.